Event description:
Procedure: oopherocystectomy. When the package was opened the blunt stylet was observed to be retracted and the needle was exposed. The surgeon proceeded to insert it into the cavity but the stylet would not advance. However, the cavity had been penetrated which cause a small amoutn of tissue damage which resulted in bleeding of less than 100cc. The surgeon used electrocautery to stop the bleeding.